Event description:
It was reported that the remote monitor reader was not detecting the leadless implantable pulse generator (ipg) implant, resulting in no telemetry. The reader was not positioned directly on the skin, and there was a possible issue with the pacemaker battery status that might have prevented telemetry from being completed. The patient representative attempted to send a transmission, but the reader did not detect the implant. Troubleshooting steps included restarting the monitor, confirming the reader was not on the skin directly, verifying the monitor serial number, advising the patient representative to move the reader in circles, and powering down the reader, but telemetry was still not achieved. The patient representative was referred to the clinic for a device check of the pacemaker to confirm battery status. The leadless ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID 24950k, serial# (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.